Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were discovered during the device evaluation: water tightness was lost due to a pinhole on the air/water tube; bending angle in the "up" direction did not meet the standard value due to wear of the angle wire; adhesive on the distal sheath had a white-clouded area; forceps could not be inserted smoothly due to a dent on the channel tube; adhesive around the objective lens had a white-clouded area; the light guide lens had a crack; the adhesive was peeled with a white-clouded area; connecting tube was dented, scratched, buckled, and wrinkled; the objective lens had a scratch; the protector of the universal cord on the suction connector side had a scratch; the protector of the universal cord on the control section side had a scratch; due to a dent on the channel tube, the forceps could not be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the objective leaning on the gastrointestinal videoscope had a defect. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. The endoscope was not used for the procedure with the foreign material attached. There was no delay in the start of precleaning. The air/water nozzle was not flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was not flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessing deviated from the instruction manual. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.